Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the left monitor on the 7800 system would not work. No pt injury was reported.